Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that there was possible loc or farfield oversensing in the presenting electrogram (egm) but could not confirm one or the other. Ts reviewed an atrial tachy response (atr) episode and noted that there was functional non-capture. Ts discussed that there is potential undersensing of the atrial fibrillation (af). Ts recommended troubleshooting actions and reprogramming options. The lead remains in use. No adverse patient effects were reported.